Event description:
Surgeon attempted to seat tibial insert for 15-20 minutes. The medial side would engage but the lateral side would not. Alternate insert was used with no further incident.

Manufacturer narrative:
Engineering evaluation of the returned insert noted that the anterior aspect of the tibial insert had indentations and deformations consistent with contact of the insert with the tibial tray. The left posterior foot had indentations consistent with improper seating of the tibial insert with the tray. An attempt was made to reproduce the reported incident using a sibling insert from the same manufacturing lot as the complaint device. However, the insert seated in the tibial tray properly.